Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2020. The patient¿s mother stated that the patient had a skin reaction which occurred three days after the sensor had been inserted. No symptoms were provided. The patient was seen by her general practitioner the following day and prescribed flucloxacillin 250 mg 4 times a day. At the time of follow up the reaction was healing. No additional patient or event information is available.